Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: corrected information: the g3. Date received by manufacturer was incorrectly reported within follow up # 2 of 8030965-2025-11382. The correct date is 24-12-2025, which makes the report submission due date to be 23-01-2026. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tfna fem nail ø10 le 130° l420 timo15 was found broken in two parts across the proximal locking hole. The broken fragment was returned for examination and the fracture surface was examined, and a section of the fracture suggest that the implant was exposed to a high stress. Additionally, irregular areas in the shape of beach marks were observed, indicating fatigue. Therefore, based on this evidence it is reasonable to conclude that the fracture was caused in two events the first were the implant underwent a high stress, and the second a high cycle fatigue. There is no indication of damage related to material issues was observed. Additionally, it was observed with signs of scratches and wear which could have been due to implantation and extraction process. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was unable to be performed due to post manufacturing process. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l420 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument. Manufacturing date: 01-sep-2022. Expiration date: 01-aug-2032. Part number: 04.037.063s-us, 10mm/130 deg ti cann tfna 420mm / left ¿ sterile. Lot number: 1634p26 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. A manufacturing record evaluation was performed for the finished device with batch number 1634p26. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: d4 (lot, expiry date, primary UDI number), d9, d10 (concomitant), h4. Corrected: d1, d4 (catalog). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: photo investigation: the product was not returned to depuy synthes; however, x-ray and photos were provided for review. See attachment (B)(4) (B)(6) hospital (B)(6) - tfna the x-ray and photo investigation revealed that the tfna fem nail ø10 le 130° l420 timo15 was broken from the locking hole of the nail. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l420 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument manufacturing date: 01-sep-2022 expiration date: 01-aug-2032 part number: 04.037.063s-us, 10mm/130 deg ti cann tfna 420mm / left ¿ sterile lot number: 1634p26 (sterile) lot quantity: 12 nonconformance noted: n/a review of the DHR file: production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final inspection, ns071283 rev g met all inspection acceptance. Inspection sheet, tfna assembly inspection ns067861 rev c met all inspection acceptance criteria. Packaging label logs (pll), lmd rev ad were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(6) supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 1634p26. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 21127, timoagri16.00 lot number: 917p066 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 28-jun-2022 and certificate of test supplied to perryman by howmet castings dated 18-nov-2019 were reviewed and determined to be conforming. Lot summary report dated 11-aug-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive lot number: 1580p22 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, ns673827 rev a met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree tfna lot number: 1261p99 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, ns673829 rev c met all inspection acceptance criteria. A manufacturing record evaluation was performed for the finished device with batch number 1634p26. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken tfna implant was removed from a patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.